Event description:
It was reported that the implantable cardioverter defibrillator was found in backup mode due to an MRI procedure. The firmware was attempted however it was unable to install. The device was explanted and replaced. The patient was in stable condition.